Event description:
It was reported that during the procedure, the fiber suddenly stopped working and does not emit any energy during use. The fiber had been used give times prior to the procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Upon device analysis, a fracture was found at the fiber connector.

Manufacturer narrative:
Correction made to g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt at our quality assurance laboratory, it was observed that there was no light exiting the connector or exiting the fiber tip. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A label review indicates that the IFU contains appropriate instructions and warnings for use. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the fiber suddenly stopped working and does not emit any energy during use. The fiber had been used give times prior to the procedure. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Upon device analysis, a fracture was found at the fiber connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, it was observed that there was no light exiting the connector or exiting the fiber tip. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A label review indicates that the IFU contains appropriate instructions and warnings for use. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.